Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that while the patient was hospitalized for heart failure an echocardiogram was done which showed a discrepancy in sensor readings. As a result, the patient underwent a right heart catheterization and re-calibrated the patent's sensor. Issue has been resolved.